Manufacturer narrative:
Continuation of d10: product ID: 97754 (serial: (B)(6)); product type: 0213-recharger; implant date: n/a; explant date: n/a. Product ID: 37761 (serial: (B)(6)); product type: 0213-recharger; implant date: n/a; explant date: n/a. Product ID: 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date: n/a; explant date: n/a. Product ID: 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date: n/a; explant date: n/a. Product ID 97740 (serial: (B)(6)); product type: 0201-programmer patient; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated the stimulator was removed because it was not doing the work it should - caller stated stimulation was causing pt pain and it was getting caught in the muscle pouch at implant site and causing a lot of pain when patient was trying to turn it on. Caller clarified that the stimulation was not working the right way going down the patient legs and was making pain worse. Caller is asking to send old external equipment back. Agent is sending a request to the repair team for a box and label to be sent to caller.

Event description:
Additional information was received from patient. Patient stated, pain level was not being helped to nerves in back, when asked about the circumstances that led to the removal of stimulator. The device was surgically removed and replaced by baclofan pain pump. Patient also stated, the surgery helped when asked if the issue is resolved.

Manufacturer narrative:
B5: section updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: additional codes: imf code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.